Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and walked the caller through the process, after which the error code did not appear again, and the caller successfully started their sensor session.